Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor readings were inaccurate. The blood glucose ran low, to 69 mg/dl. The customer treated with apple juice. The drive support cap appeared normal. The reservoir showed the same amount of insulin as shown on the status screen. She also reported high blood glucose readings over 500 mg/dl. She declined to troubleshoot for these issues. The insulin pump was not retuned or replaced.